Event description:
Report received from abbott international affiliate (abbott-canada) which states "air detected in the cassette after an hour of infusion. Although requested, no additional information has become available.